Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory was transferred to the failure analysis engineer (fae) team. Fae was able to confirm initial failure analysis investigations. The tip cover accessory was inspected and no damage was observed, and it did not appear the excess material was cut from the accessory itself. The material appeared to be slightly transparent and has a similar appearance to tape, but the material did not appear to be sticky. The material was flexible. A fourier transform infrared spectroscopy spectrum was taken of the sample and the excess material strongly matched a known library sample of the mcs tip cover's silicone material. Due to the strong match to the known mcs tip cover silicone material, it appears plausible that the excess material could have originated during the molding process at manufacturing. Since the returned tip cover did not appear to exhibit any damage, it did not appear that the excess material was cut from the tip cover accessory. Based on the additional information from fa, there is no change in the reportability decision.

Manufacturer narrative:
The accessory involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip peeling was pointed out on a monopolar curved scissors tip cover accessory. There was no report of fragments falling inside the patient. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors tip cover accessory has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The tip cover was found to have excess material. The excess material was found attached to the side of the tip cover. The material was easily and cleanly removed from the surface of the tip cover. There was no damage found to the tip cover before or after removing the excess material. The root cause of this failure is not established.